Manufacturer narrative:
(B)(4) follow up. The returned filter needle shield was reported to have scratch marks, and two instances of foreign material were observed on the returned filter needle. Because no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, the quality team reviewed seven photographs and three data charts provided in the report. The photographs depict a needle shield and two transparent particles, and the charts present the associated test results. However, the report does not include a percent match, which limits our ability to verify the findings. A device history record review was completed for material number 305211, lot 4116650. The review did not identify any quality issues during manufacturing that could have contributed to the reported condition. No related quality notifications were identified, and all in process controls and final inspections met specification requirements. Based on the investigation and review of the photographic evidence, the condition described by the customer is supported. However, because the report does not provide a percent match, the results cannot be fully confirmed, and a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, foreign matter on needle.